Manufacturer narrative:
Section b3: event date estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was re-admitted for extended runs of ventricular tachycardia (v-tach), which they were previously re-admitted for a week prior to this re-admission (reported under MFR# 2916596-2024-05694). One of the episodes of v-tach was accompanied by 15 implantable cardioverter defibrillator (ICD) firings and had been cardioverted twice. The patient continued to have long runs of v-tach, however the events were not able to be connected to anything pertaining to the ventricular assist device (vad). The log files were submitted for review. Following review of the log files by tech services, it appeared there were a few clusters of pulsatility index (pi) events, as well as routine power source changes. The mechanical circulatory support (mcs) equipment appeared to be operating as intended both electronically and mechanically. There appeared to be no unusual rotor faults, pump temperature, or pump faults observed in the files.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined. The controller event log file contained events spanning from 09aug2024 to 19aug2024. No notable alarms were captured, and the pump appeared to have been operating as intended at the set speed. Additional information regarding the event was requested from the account; however, no further information has been communicated at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3 - updated. This information was previously reported under MFR # 2916596-2024-05694. No further information was provided. The manufacturer is closing the file on this event.